Event description:
It was reported that the user¿s blood glucose read high throughout the day while using the ilet, and a caregiver changed the infusion set earlier; the agent recommended a site-only change, and the caregiver considered disconnecting from ilet and giving insulin injections, as well as shutting down the ilet and pairing the dexcom sensor to the dexcom app. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer counseling on troubleshooting steps and collection of additional information to clarify cause. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contributors including infusion site or infusion set performance, but no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.